Event description:
Device issue: none. Adverse event: death. Onset of adverse event: after procedure. It was reported that the jostent graftmaster otw stent was implanted to treat a perforation and successfully sealed the perforation located in a saphenous vein graft (svg) to the left ascending diagonal (lad). Use of the jostent graftmaster otw did not cause additional complications or adverse events. Patient went on extracorporeal membrane oxygenation (ECMO) and was sent to ICU. However, the next day while removing ECMO, the patient died. No additional information is available.

Manufacturer narrative:
(B)(4). The stent remains in the patient. A follow-up will be submitted with all relevant information. The jostent graftmaster (part 12745-16, lot 602660), indicated, is being filed under a separate MFR#.